Event description:
It was reported that a post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient presented with hyspnea, fatigue and a drop in ejection fraction associated with lateral and apical ischemia on a stress test. The patient was brought to the cardiac cath to evaluate the need for coronary intervention. Access was obtained through the right femoral artery. There was some difficulty with initial wire advancement due to aortoiliac tortuosity. A suspicious lesion was noted in the proximal left anterior descending (lad) artery. The vessel was 70-80% stenosed. A 6fr. Fl4 guide was advanced to the left main, but folded over itself. It was exchanged for an fl 4.5, which was advanced to the left ostium. A wave wire was then advanced across the lad andpositioned in the mid lad. The physician then proceeded to place a taxus express2 2.75x12mm drug eluting stent in the lad, inflating the balloon to 10 atm's for 25 seconds, with good results. The patient received heparin, adenosine and ic ntg during the procedure. The patient left the ccl in stable condition, intergilin was started and the patient was discharged the following day. That same evening, the paitent presented to a different facility with chest pain and was found to have an acute anterior wall mi. The patient was helicoptered back to the facility where the initial implant was done. The patient was brought back to the ccl for reintervention. The patient arrived on and intergilin drip that was started in ER at the transferring facility and IV heparin was given. The patient had apparently been on aspirin and plavix from the previous cath. Access was obtained throught the left femoral artery. The lad was found to be acutely and totally occluded in its proximal segment and thrombosis was seen within the coronary stent a fl4 guide and bmw wire were used. The wire was able to cross the totalocclusion and a 3.0 quantum maverick balloon was used to dilate the lesion which opened thelesion and restored antegrade flow. The physician then plced a 3.0x18mm cypher stent. The stent was placed covering the previously placed stent and a newer lesion distal to it. The stent was placed with good results, 0% residual stenosis and timi 3 flow distally. In addition to the medications previously noted, the patient also received IV lopressor, cardizem drip and IV lasix.